Event description:
Customer tested with the freestyle meter receiving a reading of 70 mg/dl. They fell unconscious and were tested again receiving a reading of 40 mg/dl within 15 minutes. They were transported to the emergency room where they treated them for hypoglycemia. Exact treatment was not provided by customer.